Event description:
Procedure type: unk; pt gender: unk. According to the reporter, the tip of the device broke during the procedure and was recovered. A new instrument was used to complete the procedure. No pt injury was reported.